Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that when removing the impella rp the new peripherally inserted central catheter (PICC) line that was placed became dislodged and coiled in the subclavian. The patient ended up getting a new PICC line. There was no harm to the patient.

Manufacturer narrative:
The investigation for the removal issues has been completed. Data logs are not relevant to the issue and product was not returned for investigation. Clinical details report that while removing the rp flex as planned, it interacted with a PICC line, moving it out of the desired position. Based on clinical details the root cause of the removal issues was determined to most likely be interaction with another device. Added d10 concomitant products.